Manufacturer narrative:
B5 - date of (B)(6) 2021, should be corrected to (B)(6) 2021 in intial medwatch report. H6 - health effect clinical code: 4581 - head trauma - should have been included. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
On (B)(6) 2021 we received notification from a patient stating that she had a 12.6mm, vticm5_12.6, -6.50/0.5/077, implantable collamer lens implanted in her right eye (od) on (B)(6) 2021. The reporter stated " after one day I got trauma in my head and I went for doctor for examination and I complain that my vision not clear she advice me to do another operation for my right eye to fix the axis as may be the lens alignment move from the axis and after 2 weeks from second operation still I have astigmatism in my right eye." Per updated information from the patient she is consulting with a surgeon for second opinion. The patient stated " she examined my eyes after dilating the pupils and she said to me the axis of the lens not on the correct alignment. So she said to me first to fix the axis , and if still there is astigmatism that mean need to change the lens and she said may be there is a new prescription from the lens company to fix the axis in my case." Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.